Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that shortly after the patient underwent a transurethral resection of the prostate and urolift procedure, his inflatable penile prosthesis (ipp) device stopped working. It appeared there was a fluid loss from the system. The patient then underwent a revision surgery of his ipp device and a new ipp was implanted. The patient is expected to fully recover.

Event description:
It was reported that shortly after the patient underwent a transurethral resection of the prostate and urolift procedure, his inflatable penile prosthesis (ipp) device stopped working. It appeared there was a fluid loss from the system. The patient then underwent a revision surgery of his ipp device. The patient is expected to fully recover.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.